Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was not working. He received a low reservoir alarm and could not clear it. The buttons on the insulin pump were unresponsive. The time on the insulin pump was frozen. The insulin pump's screen was not completely blank. His blood glucose level was around 150 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No low reservoir alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corner.